Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the foreign material clogged in the nozzle was unable to be identified. The following is included in the instructions for use: ¿chapter 3 preparation and inspection, 3.2 inspection of the endoscope, and 3.6 inspection of the endoscopic system¿ describes the following warning. <inspection of the endoscope> 9. Inspect the air / water nozzle at the distal end of the endoscope¿s insertion tube for abnormal swelling, bulges, dents or other irregularities. <inspection of the objective lens cleaning function> 1. While covering the spray valve hole with your finger, depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. 2. While keeping the spray valve hole covered, depress the valve till the first stop position (till the 1st step) and confirm that emission of water spray is observed in the entire endoscopic image.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegation. Due to wear of angle wire, bending angle in upward direction does not meet the standard value. Due to wear of forceps elevator lever, up/down knob could not be locked securely. There were few additional findings. Adhesive on bending section cover was chipped, cracked and had white-clouded area. Adhesive around objective lens and light guide lens was peeled. The distal end cover had a dent. Scratches were found on connecting tube, objective lens, protector of universal cord on scope connector side and switch. Paint on air/water-cylinder and suction cylinder was peeled. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The company representative on behalf of the customer reported, the gastrointestinal videoscope exhibited angulation malfunction. The device was returned and an evaluation revealed clogging of the nozzle with foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient injury associated with this event.